Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation and leakage issues could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model 2423-0007 because a lot number was not provided by the customer. A root cause could not be determined due to an investigation not being able to be performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause analysis: the root cause of this failure was not identified as no product was returned investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the as lvp 10d 4ss 4ss 2g-4wspk cv tubing fell apart where the 2 stopcocks connected, and leaked as a result. The following information was provided by the initial reporter: "the anesthesia staff are finding the tubing 2423-0007 we are substituting for our usual tubing (10013034) is not performing well. The tubing leaks and also has fallen apart where the 2 top-cocks come together. In other words the 2 stop-cocks do not join securely. Tightening them does not help. They still come apart. This has happened several times to several different staff in anesthesia".